Event description:
As stated by the customer 2010-(B)(6): per the ahus service tech - "today during a bath, this alenti bathing chair with resident tipped over, (B)(4) sending the resident to the floor. The following details were provided; (B)(4) (the care provider) was providing the resident with a typical bath. The resident was brought into the bathing room (20 feet by 20 feet) the resident was transferred onto the bath chair. (B)(6) transferred the resident into the p300 tub and the bath was provided. With the resident's bath complete, (B)(6) lowered the tub and raised the tub chair to clear edge of the tub. With the resident clear of the tub the alenti and resident were moved away from the tub, with (B)(6) standing by the head area of the tub and the alenti and resident back by the back area of the tub shell. At this point (B)(6) turned to the head area of the tub when she said the alenti with resident had tipped over. A rn was waiting just outside the door to conduct a skin assessment, immediately this rn came into the room and assisted (B)(4) with the care to the resident. The resident had slid down the seat area, still restrained from the resident safety belt applied. The resident's legs were on the floor with the alenti leg arm on top of her legs. The safety belt was removed and the alenti lift was moved away from the resident. The resident was examined for injuries, and returned to her room for additional observation."

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA. Arjohuntleigh inc., (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.